Event description:
A malfunction was reported with the code "malf 12." The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully reset it. The malfunction did not recur, and the customer was advised to continue using the pump and to report any future issues.